Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in tubing). The home patient (hp) was connected at the time of the alarm. This occurred during dwell cycle three of seven of peritoneal dialysis (pd) therapy. During troubleshooting, the technical service representative (tsr) determined that the hp disconnected improperly from the set, and then reconnected. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. As the cassette was not returned, a device analysis could not be completed. However, improperly disconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from the cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.